Manufacturer narrative:
Conclusion: device investigation of the received parts did not reveal any device defect or damage, which is assumed to have been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field, the recipient was explanted because of pain and swelling at the surgical site that persisted despite conservative treatment finally spreading to the implant site and resulting in a persistent wound dehiscence. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no information available points to the implant being the source of the suspected infection, which was most likely due to surgical site contamination at the time of implantation. This is a final report.

Event description:
The user suffered from a superinfection after repeated failed antibiotic therapies. The user felt pain around the implant body and the wound closure was swollen. The device was explanted. Per device explanation report, the skin over the device was not intact prior to removal. There is no plan to re-implant the recipient at this time.

Event description:
The user suffered from a superinfection after repeated failed antibiotic therapies. The user felt pain around the implant body and the wound closure was swollen. The device was explanted. Per device explanation report, the skin over the device was not intact prior to removal. There is no plant to re-implant the recipient at this time.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.